Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing and was placed back in service at the user facility.

Event description:
It was reported that the light on a ventilator alarm silence button, did not work. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.